Manufacturer narrative:
Immediately following notification, stimwave quality and the territory manager reviewed the events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2018, in which one (1) freedom-8a receiver stimulator (fr8a-rcv-a0) and one (1) spare lead (fr8a-spr-b0) was implanted at the supra scapular nerve. The patient had two (2) additional spare leads (fr8a-spr-b0) implanted on (B)(6) 2019 at the supra scapular nerve. The territory manager confirmed that the implant procedures were performed in a sterile environment, sterile field handling protocols were used, the procedures were completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedures were completed without complications, and the territory manager maintained contact with the patient following implant. On (B)(6) 2019, the patient contacted the territory manager and reported the device had eroded through the skin. The wound had opened up and the mid-section of two (2) of the implanted devices were protruding through the skin. The patient met with the implanting clinician. After evaluation by the implanting clinician, a decision was made to explant three (3) devices and one (1) device remains implanted. The explant procedure was performed on (B)(6) 2019. The patient is doing well following the procedure and no further complications were reported. Further review of the patient's medical history demonstrated the patient has a history of postherpetic neuralgia which causes skin lesions. The patient's implant was proximal to an affected area and the device eroded through the lesion caused by the patient's underlying illness. Device erosion is known adverse event of peripheral nerve stimulators and the stimq pns system that is mitigated as far as possible in the product's risk management file. The source of the issue cannot be traced back to the device or procedure. The device did not fail to meet performance or safety specifications. Stimwave will continue to track and trend events. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause of the issue is related to patient comorbidity. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the territory manager from (B)(6) 2019, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. The source of the issue is attributed to patient comorbidity. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event required medical or surgical intervention to prevent or preclude permanent impairment or damage. This event was reported to the united states food and drug administration (FDA) on december 11, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a device erosion reported to stimwave on (B)(6) 2019, by territory manager.